Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after administration of insulin using a bd¿ safetyglide¿ 6mm insulin syringe with permanently attached needle, a nurse attempted to slide the needle guard over the needle. The nurse's finger slipped across the shield and the tip of her glove got caught on the needle. When she tried to remove the glove, the needle bent and pricked her thumb. There was no report of medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7109743. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec content reading. Severity: s_3__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle stick and the 2nd related complaint for safety mechanism failure on lot # 7109743. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.